Event description:
It was reported that at the first pump refill the pump was still showing that it was in "shelf state" and was not showing any pt info. Per the reporter, the physician was unable to clear the "shelf state" or change the drug so it shows that water is still in the pump. The pump was refilled on (B)(6) 2011 with baclofen. The pt was reported to be doing fine. An appointment was scheduled for (B)(6) 2011.

Manufacturer narrative:
(B)(4).